Event description:
Pt had bilateral ip fusion 12/06/2002. Pt came to doctor for treatment of ulcers pt was not in any pain. X-ray showed that the cannulated lag screw in each part had broken. Dr notified co will schedule reoperation. Pt currently doing fine.